Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic procedure, the valve seal of the device was damaged and the balloon was leaking. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.